Event description:
It was reported that the system 9800 displayed a low ma error, during a procedure requiring reinitialization and causing delay. The procedure was completed without injury to the pt. No pt info was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Performed ma calibration. The system was tested and found to be working as intended and placed back into service.